Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was intermittently suspended by unspecified alarms. Customer's blood glucose was reportedly between 130-150 mg/dl. Customer was unable to provide specific information regarding the times of the events, therefore, no further information could be obtained. Reportedly, the customer resumed insulin delivery and continued to use the pump for therapy.

Manufacturer narrative:
On (B)(6) 2018 tandem quality engineer reviewed pump data and multiple auto-off alarms were identified. The t:slim x2 user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.